Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage and no external power alarms was confirmed via the submitted log files. However, the reported event of superficial damage to the system controller power cables was unable to be confirmed. The submitted log files revealed multiple atypical intermittent low voltage and power cable disconnect alarms active throughout the log file. The alarms were associated with relative state of charge (rsoc) invalid faults. The alarms occurred when connected to battery power and would clear shortly after activating. Of note, a no external power alarm is active from (B)(6) 2025, 14:23:53 - 14:23:55. This alarm was associated with a dual power cable disconnect. The alarm resolved when external per was restored to the system. The backup battery functioned as intended and supported the system without issue. Pump operation was not affected. There were no other notable alarms active throughout the reported event date. The system controller (B)(6) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported system controller power cable damage, power cable disconnect alarms, and low voltage alarms was unable to be conclusively determined through this investigation; however, the root cause of the no external power alarms was determined to be user error in disconnecting both power cables from external power. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7, ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage, power cable disconnect, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3m ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2, ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient reported ventricular assist device (vad) alarms. Upon interrogation many low voltage advisories and 2 no external power alarms were noted. The patient's system controller cord was noted to be intact but seemed worn. Log files review was requested which revealed multiple low power advisory alarms on the black system controller power cable on (B)(6) 2025 from 14:23 to 15:03. This was indicative that the black power cable may have a poor connection between the battery and the battery clip, and that the battery was at a yellow advisory level. The event log also captured power cable disconnects where both power cables were unplugged from the system controller. It was recommended that the batteries and battery clips be cleaned. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible to us in the log file the mcs equipment is operating as intended electronically and mechanically.